Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier had required maintenance. The field service engineer (fse) dialed in and rebooted the machine to get the biometric identifier working again. After the reboot, the biometric identifier was back up, and the nurse was able to log in without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, bio ID maintenance required. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.